Event description:
Voluntary medwatch received states that right ventricular (rv) lead exhibited high pacing threshold. During the device replacement procedure, the rv lead was damage. The rv lead was capped and replaced. There were no patient consequences.